Manufacturer narrative:
Corrected information h8. Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'alarming that door is open when it is not' was not reproduced. Evaluation observed da oor not fully latched alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a door not fully latched message. The cause of the condition was determined to be the direction of flow label was too large and when removed, the door was able to close with moderate force. The link and lower aux will be adjusted and front case shimming will be performed to correct the reported problem. An occurrence of this alarm outside of a therapy is not likely to lead to patient harm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarming that door was open when it was not opened found before first clinical in the biomedical service department. There was no patient involvement. No additional information is available.